Event description:
It was reported the momentary safety switch failed to operate as designed. Visual examination of the switch and its components revealed no defects. The switch was not depressed and the unit did not begin to heat when connected to electricity. The switch was then activated through several cycles, and we were unable to duplicate the reported event.